Event description:
Related manufacturer report number: 2017865-2024-00807. It was reported that noise was observed on the right atrial (ra) and right ventricular (rv) leads. A subclavian crush was suspected. The ra and rv leads were explanted and replaced. The patient was asymptomatic and stable.